Manufacturer narrative:
A ge service representative performed an onsite investigation. The engineer determined that the mainframe pcb cover placement was impairing functionality of the switch. The mainframe x-ray switch was evaluated and replaced. The associated pcb cover was also repaired during the service event. A supplemental report will be filed at the conclusion of the investigation related to this event.

Event description:
The customer reported that mainframe x-ray switch became stuck resulting in a brief unintended fluoroscopic exposure to a patient. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A root cause investigation was completed related to this event. A review of the system log files indicate that it is probable that the switch did stick in the ¿on¿ position resulting in the x-ray lasting longer than the user intended. The root cause is that the emi cover of the control panel processor pcb was pressing on the x-ray on switch causing the x-ray generation to continue. The exact root cause for the cover being placed incorrectly cannot be determined and may be due to a prior service event, but customer handling of the system cannot be ruled out. No further actions are planned by the manufacturer at this time.